Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential and t-wave oversensing resulting in inappropriate shocks. Device data was sent to technical services (ts) for review. Data review determined the device recorded multiple episodes with inappropriate therapy while the device was programmed to both primary and secondary vectors. While the device was programmed to the primary vector, the shock impedance was noted to have increased, low amplitude measurements and changes in morphology. Ts recommended further evaluation in clinic including x-rays at the next follow up appointment. This system remains in service. No additional adverse patient effects were reported.